Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer explained that medication was causing her high blood glucose. The customer's blood glucose was over 600 mg/dl. The customer explained that she had reverted to another plan for insulin. The customer confirmed that she would discuss with her doctor plans to start insulin pump therapy again. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.